Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was observed on the right atrial lead and it was found to have dislodged. The lead was reprogrammed, repositioned and remains in use. No patient complications have been reported as a result of this event.